Manufacturer narrative:
UDI: (B)(4). Device evaluation: the actual device was returned for evaluation. A visual and functional assessment was performed which determined that the device failed the trigger test and would not run (failed check the off/on/on mode). It was further determined that the insulation was damaged on the electronic control unit (ecu) wire, there was an unknown substance on the trigger assembly, the motor was worn- rough rotation, and there was corrosion inside the saw head. It was observed that the outgoing shaft was worn out, the needle sleeve was corroded, and there was an unknown debris and corrosion inside the device. It was determined that the issue was consistent with improper maintenance. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to maintenance, which is user improper cleaning methods. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the battery oscillator device was broken. During in-house engineering evaluation, it was observed that the device failed the trigger test. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.